Manufacturer narrative:
The pt expired and the pump was not explanted. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt began having low flow alarms and higher powers. Pt was admitted and treated for signs of hemolysis. The pt again presented with dizziness and light-headedness. Pump thrombus was suspected. The pt developed right-sided heart failure and was placed on multiple inotropes. The pt decompensated overnight and was too unstable for the operating room. The family decided at that time to withdraw care and the pt expired on (B)(6) 2014. The pump was not explanted.